Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings: evaluation revealed that the ump was cracked near the battery compartment threads and at the cartridge compartment threads. The pump failed a leak test due to the batter compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and cartridge compartment were cracked. The pump was found to leak at the battery compartment crack. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/19/2013.